Event description:
A hydrothermablator console unit was used during a hydrothermablation (hta) procedure dated (B)(6), 2010. According to the complainant, during preparation, the heater canister overheated and turned bright red. Saline was leaking out of the system between the tubing and the heater canister. The temperature of the saline at the time of the leak is unknown. The procedure was completed with another of the same device and there were no patient complications reported.

Event description:
A hydrothermablator console unit was used during a hydrothermablation (hta) procedure dated (B)(6), 2010. According to the complainant, during preparation, the heater canister overheated and turned bright red. Saline was leaking out of the system between the tubing and the heater canister. The temperature of the saline at the time of the leak is unknown. The procedure was completed with another of the same device and there were no patient complications reported.

Manufacturer narrative:
The hta console unit was returned and evaluated. The complaint was not confirmed. Performance tests were conducted and the unit had no heating or flow problems. The root cause classification for this complaint is not confirmed based on the returned condition of the product.

Manufacturer narrative:
The device has not been returned, therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If any additional relevant information is received, a supplemental medwatch will be filed.